Event description:
As reported by (B)(6), the precise stent was deployed in an unintended location in the vessel. Therefore, another precise was deployed to treat the lesion. During the procedure the patient became bradycardic and hypotensive and was medically treated. The patient is a (B)(6) female who was enrolled in the (B)(4) for carotid stenting. The target lesion location was located at the proximal and ostium section of the left internal carotid artery (ica). The vessel was described as eccentric and ulcerated. The vessel was severely calcified and mildly tortuous. The rate of stenosis was 95%. The products were properly inspected and prepped. The vessel was accessed with a .035 stiff angled glidewire and in telescope fashion a jr4 judkins catheter and a long 6fr shuttle sheath was advanced into the distal left common carotid artery. An angioguard ((B)(4)/lot 70213481) embolic protection device was advanced but could not cross the lesion. It was noted that as the physician was attempting to remove the protective sheath and deploy the filter, the filter system slide back proximal to the lesion. It was never deployed to the distal aspect. At that point, the physician removed the angioguard and another angioguard ((B)(4) / lot 70313451) was advanced distal to the lesion and deployed. The lesion was pre-dilated with a 3.0x30mm maverick balloon. On inflation the patient became significantly bradycardic and hypotensive that resolved after neo-synephrine bolus. The balloon was exchanged for a precise ((B)(4)/ lot 15863232) stent. The stent was positioned carefully in the lesion. Upon deployment, the stent jumped distally and did not fully cover the lesion.

Manufacturer narrative:
As reported by the (B)(4) registry the precise stent was deployed in an unintended location in the vessel. Therefore, another precise was deployed to treat the lesion. During both of the balloon inflations the patient became bradycardic and hypotensive and was medically treated with resolution of the symptoms. The patient did not experience these symptoms at any other time during the procedure, only during inflation of the non-cordis balloons. The patient is a (B)(6) female who was enrolled in the (B)(4) study for carotid stenting. The target lesion location was located at the proximal and ostium section of the left internal carotid artery (ica). The vessel was described as eccentric and ulcerated. The vessel was severely calcified and mildly tortuous. The rate of stenosis was 95%. The products were properly inspected and prepped. The vessel was accessed with a .035 stiff angled glidewire and in telescope fashion a jr4 judkins catheter and a long 6fr shuttle sheath was advanced into the distal left common carotid artery. An angioguard (701814rmc/lot 70213481) embolic protection device was advanced but could not cross the lesion. It was noted that as the physician was attempting to remove the protective sheath and deploy the filter, the filter system slide back proximal to the lesion. It was never deployed to the distal aspect. At that point, the physician removed the angioguard and another angioguard (701814rmc / lot 70313451) was advanced distal to the lesion and deployed. The lesion was pre-dilated with a 3.0x30mm maverick balloon. On inflation the patient became significantly bradycardic and hypotensive that resolved after neo-synephrine bolus. The balloon was exchanged for a precise (pc0830rxc/ lot 15863232) stent. The stent was positioned carefully in the lesion. Upon deployment, the stent jumped distally and did not fully cover the lesion. The physician did a test injection and found no flow distal to the stent. It was unclear if there was a spasm or thrombus. The physician attempted to advance export aspiration catheter but there was significant resistance at the stent inflow portion and could not advance further. He ballooned and re-advanced export aspiration catheter and met same resistance. Therefore, the physician the physician decided to place a second stent to cover the ostium of the lesion. A second precise (pc0830rxc/ lot 15860659) stent was then advanced with some difficulty through the inflow portion of the original stent as well as the ostial stenosis. The stent was successfully placed, overlapping the original stent. This was post-dilated with a 5.0x20mm viatrac balloon at 10 atmospheres. This allowed for re-insertion of export aspiration catheter and thrombectomy. Follow up angiography showed excellent results. Between first balloon and attempt to advance aspiration catheter, patient nihss changed from baseline 0 to a 1 only in that she could not immediately give the month. All other questions and responses were normal. This was diagnosed as aphasia. Patient neuro assessment was back to baseline 0 after stent placed and thrombectomy. The symptoms resolved on their own. All nihss assessments during and post procedure have remained normal. During the procedure, with post-dilation, the patient became significantly bradycardic and hypotensive. The patient was given additional atropine and neo-synephrine and placed on a neo-synephrine drip. The patient¿s heart rate stabilized and she was neurologically back to baseline at the end of the procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. It is unknown if unusual force was used in the attempt to cross the lesion which was described as eccentric and ulcerated, severely calcified and mildly tortuous with a 95% stenosis. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, ¿if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.¿ the function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. This is an inherent risk of the procedure and does not represent a device malfunction. Hypotension, hypoperfusion and the resultant tia and associated symptoms (such as aphasia) are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. During both of the balloon inflations the patient became bradycardic and hypotensive and was medically treated with resolution of the symptoms. The patient did not experience these symptoms at any other time during the procedure, only during inflation of the non-cordis balloons. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00402 and 1016427-2013-00089.

Manufacturer narrative:
The physician did a test injection and found no flow distal to the stent. It was unclear if there was a spasm or thrombus. The physician attempted to advance export aspiration catheter but there was significant resistance at the stent inflow portion and could not advance further. He ballooned and re-advanced export aspiration catheter and met same resistance. Therefore, the physician the physician decided to place a second stent to cover the ostium of the lesion. A second precise ((B)(4)/ lot 15860659) stent was then advanced with some difficulty through the inflow portion of the original stent as well as the ostial stenosis. The stent was successfully placed, overlapping the original stent. This was post-dilated with a 5.0x20mm viatrac balloon at 10 atmospheres. This allowed for re-insertion of export aspiration catheter and thrombectomy. Follow up angiography showed excellent results. Between first balloon and attempt to advance aspiration catheter, patient (B)(6) changed from baseline 0 to a 1 only in that she could not immediately give the month. All other questions and responses were normal. This was diagnosed as aphasia. Patient neuro assessment was back to baseline 0 after stent placed and thrombectomy. The symptoms resolved on their own. All (B)(6) assessments during and post procedure have remained normal. During the procedure, with post-dilation, the patient became significantly bradycardic and hypotensive. The patient was given additional atropine and neo-synephrine and placed on a neo-synephrine drip. The patient¿s heart rate stabilized and she was neurologically back to baseline at the end of the procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00402 and 1016427-2013-00089.